Event description:
I purchased the ashley black fasciablaster after seeing her (B)(6) ad and joining her (B)(6) fasciablaster page. Ashley black stated that this tool will work on everyone, 100 percent, no diet or exercise was ever needed and it would rid you of cellulite - which she claimed there is no such thing as cellulite, just unhealthy fascia. I was in good shape, pretty clean diet and worked out on a regular basis. However, I did have some cellulite on my backside that I wanted to get rid of. Watching her video tutorials, reading her posts and such convinced me that using the fasciablaster all over the body would help prevent aging and increase healthy blood flow for optimal muscle use and good health. I followed her protocols and my body got worse! Ashley and her people call it, "worse before better" and say to just continue blasting - often times harder and faster. I did that for a while, but I got more cellulite, dimples, crepey skin, gained 12 pounds and felt sick and had headaches all the time. I used this product for a total of 13 months. I quit using the product a couple of months ago. I am taking steps to get the extra weight off and get my healthy, happy body back, but it is taking time. Purchase date: (B)(6) 2016.